Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2130 (system over pumping (volume)) alarm. The patient was not connected at the time of the alarm. This occurred during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no related events that indicated and/or contributed to the reported issue. The device underwent a simulated therapy and there were no problems found. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.